Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported that she knows the battery life of her device had gone out a few years ago but did not have insurance to replace or remove the device. The patient then mentioned that all of a sudden, she is now getting shocks through her leg and across her back. The patient went online and saw something about a recall on her device and model number and was wondering if this was the reason she was feeling the shocks. The patient stated that when she is sitting, it feels like the seat was moving. The patient then said that if she was seated and goes to look down "it is more severe and is quite obnoxious". The patient reviewed field actions and did not find any relating to the patient¿s device about shocking and reviewed information with the patient and redirected to her healthcare provider (hcp). No further complications were anticipated/reported.